Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1796. It was reported the pt is experiencing painful stimulation. The pt has two peripheral leads placed on her occipital (off label use). An sjm rep met with the pt and confirmed the issue. Lead diagnostic tests were normal. A cat scan has been ordered. F/u is pending with her physician.

Manufacturer narrative:
Device 1 of 2. Reference MFR report: 1627487-2012-1797. It was reported the pt is experiencing painful stimulation. The pt has two peripheral leads placed on her occipital (off label use). An sjm rep met with the pt and confirmed the issue. Lead diagnostic tests were normal. A cat scan has been ordered. F/u is pending with her physician.